Event description:
Patient underwent the closure procedure in 2005. During a followup ultrasound three days later, a non-occulsive clot extending in cfv was found. Patient was admitted to hospital that day and prescribed lovenox. Two days later, 5 the clot resolved, and patient was discharged from the hospital.

Manufacturer narrative:
Patient is asymptomatic.